Manufacturer narrative:
PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -14.0/+1.5/069 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3 - device evaluation: lens returned dry in a micro-centrifuge vial. Visual inspection found haptic torn and deformed. Claim# (B)(4).